Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Presented with left thigh pain, history of dislocation, scheduled revision to exchange liner and femoral head.

Manufacturer narrative:
An event regarding a revision due to instability and dislocation involving a system 12 duration insert was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: a review of the event by a clinical consultant concluded that there is no evidence that the revision of the head and acetabular insert for instability sixteen years post-implantation was the result of factors of faulty component design, manufacturing, or materials there is no evidence that the revision of the head and acetabular insert for instability sixteen years post-implantation was the result of factors of faulty component design, manufacturing, or materials. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: a root cause could not be determined based on the information available. A review of the event by a clinical consultant concluded that there is no evidence that the revision of the head and acetabular insert for instability sixteen years post-implantation was the result of factors of faulty component design, manufacturing, or materials. Additional information such as return of the device, additional x-rays and operative notes are needed to complete the investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Presented with left thigh pain, history of dislocation, scheduled revision to exchange liner and femoral head.